Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation, the monitor was intermittently resetting. The cause for the abnormal shutdowns was isolated to an intermittent u500 digital signal processor on the computer/analog board. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.